Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 23-sept-2019 with the following findings: a visual inspection of the pump revealed a peeling keypad. During testing, all of the keypad buttons were found to be responsive. The keypad cover was opened and there was evidence of contamination found under all of the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under all of the keypad button contacts and a peeling keypad. This report is made based on results of investigation completed on (B)(4) 2019. There was no indication that the product caused or contributed to an adverse event.